Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified brown, yellow particles, fold creases, and white calcification. Leak test and microscopic analysis were performed and identified wear abrasion and a curved opening with striated edge. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was a curved striated opening assessed as surgical damage. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "rupture" of a saline device. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.